Event description:
The patient stated that in the (B)(6) 2012, they were having trouble with the pump, and they were thinking that they overdosed on the baclofen fluid. The patient stated they had seizures, and they stopped breathing and they were in intensive care for ¿quite some time¿. They had taken the baclofen out of the pump and put saline in it. Their healthcare provider was saying ¿it was at 700 mcg¿. The patient asked if the representative had ever heard of baclofen crystallizing in the catheter and letting loose and causing seizures. They stated that their spasticity was regulated by oral baclofen, but it was not doing what the pump did. Their healthcare provider was leery of turning the pump back on or filling it again. The medication used within the system was morphine and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was unknown, but was possibly related to drug effects. There had not been any recent changes to the drug or rate prior to the event. The patient¿s symptoms included unresponsiveness, bradycardia, hypotension, and respiratory distress. It was reported that the healthcare professional¿s team had been consulted about a patient in the intensive care unit with symptoms that appeared to be secondary to an overdose. It was also stated that the patient was having abdominal spasms, but he had been evaluated for spasticity and it was being controlled. An x-ray had been performed on (B)(6) and there had not been any obvious malfunction or abnormality. On (B)(6), the pump was set to minimum rate and the patient gradually improved. It was reported that the patient recovered without sequela. It was stated that the baclofen in the pump was compounded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).